Event description:
The caller reported that the hub had broken off from the shiley tracheostomy tube. The connection between the hub and the cannula broke where the disposable cannula would attach to the tracheostomy tube. The caller reported that the doctor stated that he does not remember details of the failure, but the issue required changing the tube out for a new one.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number.